Manufacturer narrative:
A review of the image files for initial testing showed that cells 1 and 3 resulted as negative and cell 2 reacted equivocal. Visually, cell 1 displayed a very weak halo and cell 2 appeared to have equivocal to weak adherence. A review of repeat testing results showed that cells 1, 2 and 3 resulted as negative; however, cells 1 and 2 visually appeared very weak positive. The customer was made aware of technical communication (B)(4) which advises customers to visually inspect all negative antibody screening and identification results on the echo prior to release of results.

Event description:
A customer reported that unexpected negative reactivity was obtained on galileo echo (B)(4) with a patient sample with a history of having anti-jka.